Event description:
Health care professional (hcp) reported patient (pt) had peritoneal dialysis therapy initiated on the pac-xtra device with a day dwell of 2000. In drain o, pt. Did not drain completely and device advanced to first fill. Pt received 2000cc additional fluid. Pt complained of shortness of breath, adbominal discomfort and adbomen was distended. Hcp performed a manual drain and received 3800cc. Pt was placed on a different pac-xtra and completed treatment without further incident. No medical intervention was necessary and no pt injury resulted from this event.